Event description:
I have had amalgam fillings in my teeth since about 1953 and was feeling some of the effects of this for many years. In 1999, I fell and broke 4 teeth. From that point on, I was not able to function and finally had to retire from my job in 2000. I was finally diagnosed in 01/2001, and started on a program to detox the mercury and other heavy metals from my body. I had my amalgams removed and have had several ivs to stir up the metal to get them out of my body. In 2003, I got ulcers of the colon - later diagnosed as shingles, and was in extreme pain, so did not have any more detoxing until 2006. At this time it was noted that I have spots on my lungs, although I have never smoked. These spots remain stable. Some of the symptoms which I have had are extreme fatigue, fibromyalgia, nausea, depression, insomina, elevated cholesterol, loss of hair, and rash over my entire body at times, but particularly in places that are painful. After the rash goes away the pain in that area goes away, which leads me to believe that there are pockets of mercy in those places. I am at long last beginning to regain some strength and some of the pains are decreasing. It is a very long and costly fight to get this out of me, so it is my fervent desire that nobody would have to go through this again. I can see no reason that anyone would think it is alright to put poison in mouths when it is recognized that mercury is indeed a posion. A few years ago, I met a distant cousin for the first time and was telling her about my mercury problems. She said that as an adult she had only one amalgam filling and developed a rash immediately. She went back to the dentist and had the amalgam replaced with a composite and the rash went away. She never allowed an amalgam to be used again. Unfortunately for me, I did not know that mercury was poison, and as a child was helpless to do anything about the damage that was being done to me. We must protect our children and be vigilant in keeping them from being posioned. I am still unable to work, but do have hopes that soon I will be able to return to work of some sort. Thank you for any consideration you can give to this matter.